Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. A trend has been identified for this defect and an investigation has been started by the manufacturing facility to correct this issue.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the safety mechanism was sticking and difficult to activate. The following information was provided by the initial reporter: my nicu team reached out to me because they are describing issues with the safety mechanisms of the 24g needles. Manf# 381412 so far the only lot number reported is 3013006. We had similar issues with the 22g needles several months ago.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the safety mechanism was sticking and difficult to activate. The following information was provided by the initial reporter: my nicu team reached out to me because they are describing issues with the safety mechanisms of the 24g needles. Manf# (B)(4) so far the only lot number reported is 3013006. We had similar issues with the 22g needles several months ago.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.